Manufacturer narrative:
(B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that as the tome came out the distal end of the olympus duodenoscope, the orientation of the cutting wire was wrong, resulting in the catheter of the dreamtome curving to the right of the papilla. It was also noted that the product was removed carefully from the packet, and the stylet was removed slowly from the dreamtome's distal end. There were no injury nor patient complications reported as a result of this event.